Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a 16 x 2.25mm promus premier select stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage. Proximal stent struts lifted. The undamaged stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. Attempt made to load device over a 0.014 inch guidewire, the wire was blocked by a brown (dried blood like substance) in the wire lumen. Device was soaked in waterbath in an attempt to soften what was suspected to be dried blood in the wire lumen. After soaking for 2 hours another attempt was made to load the 0.014 inch wire. The device was loaded onto, tracked over and withdrawn from the wire without issue. No other issues were identified during the product analysis.

Event description:
It was reported that the catheter froze on a wire. A percutaneous coronary intervention was being performed. A 16 x 2.25 promus premier select stent was advanced into the patient. It was noted that at unknown time, the stent delivery system became stuck on the wire. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the catheter froze on a wire. A percutaneous coronary intervention was being performed. A 16 x 2.25 promus premier select stent was advanced into the patient. It was noted that at unknown time, the stent delivery system became stuck on the wire. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.